Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 in the evening with a high blood glucose level of over 780 mg/dl. Customer was wearing the pump at the time of emergency room visit. The customer felt symptoms of nausea, dizzy, and thirst. The customer reported issues with no delivery alarms and blank display screens. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer's insulin pump worked as designed after new batteries were inserted in the insulin pump. The customer was informed that a new battery cap will be shipped to them out of courtesy.